Event description:
R wave 7.6 mv, threshold 4.4v @ 1.0 ms, impedance 1030 ohms prior to extraction.

Event description:
R wave 7.6 mv, threshold 4.4v @ 1.0 ms, impedance 1030 ohms prior to extraction.